Manufacturer narrative:
Device analysis report attached. This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on oct 5, 2021.

Event description:
Per the clinic, the patient experienced pain, swelling around implant site and performance decrement with device use. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.